Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had communication error (b30). The malfunction was observed during setup/ inspection for use. There were no reports of patient harm.